Event description:
A malfunction alarm was reported by the customer, identified by a malfunction code which was resettable. There was no adverse impact to the customer¿s blood glucose level as it did not exceed 500 mg/dl (27.7 mmol/l). Technical support provided pump reset information and assisted the customer in resetting the pump, after which the malfunction code did not recur. The customer was instructed to continue using the pump and to contact technical support if the issue reappears.